Manufacturer narrative:
The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience elevated blood glucose (bg 525-585 mg/dl) and correction boluses were delivered to address bg. Customer changed out the cartridge and infusion set multiple times. Bg lowered to 515 at time of report. Pump system check with tandem technical support (cts) and pump was found to be functioning properly. Reportedly, customer filled cartridge with cold insulin versus the labeled room temperature insulin. Cts educated customer on room temperature insulin.